Event description:
It was reported that this recently implanted right ventricular (rv) lead intrinsic amplitude is out of range. There was a drop since implant in r wave amplitude from 21mv (millivolts) to 3mv. Threshold and pacing impedance measurements remain the same since implant. It was also noted no undersensing was observed on the stored electrograms (egms) with automatic gain control (agc) at 0.6mv. Additional information was provided that the patient developed apical pneumothorax and is under observation. This pneumothorax was clinically observed without any additional intervention reported. Received additional information there was no intervention required. The physician confirmed this is not a lead issue and the patient was sent home and is under observation. The rv lead remains in service. No additional adverse patient effects were reported. Received additional information this implantable pacemaker intrinsic amplitude is out of range on the rv lead. The r wave measuring at 2.8mv (millivolts). The presenting electrogram (egm) shows oversensing of noise. This alert will not retrigger until the device is interrogated with a programmer. Further review was recommended. The lead and device remain in service. No adverse patient effects were reported.